Event description:
It was reported that post kyphoplasty procedure at level t9, the patient was itching and displayed other signs of allergic reaction; developed a rash on both arms and legs. A test will be run to see if the patient has an allergy to the pmma. The procedure was successful. The patient is still experiencing symptoms. Reportedly, the "physician does not believe the reaction is related to a medtronic spine device". No further information was reported.

Manufacturer narrative:
Date correction - (B)(4) 2011. Additional information received: the allergy symptoms began about four days post-op. The patient did not receive any treatment for the allergy and to date, has not undergone any pmma allergy testing. It is unknown if the patient is still experiencing symptoms as the doctor has not seen the patient for follow up.

Manufacturer narrative:
Followed up with company representative.